Event description:
In 2007, the patient stated that she had been experiencing high blood glucose readings for the past week. She reported elevated blood glucose readings in the 500 mg/dl range. She reported symptoms related to elevated blood glucose including frequent urination, as well as feeling drained, thirsty, and tired. She reported a normal blood glucose range from 80-150 mg/dl. She stated that she managed her blood glucose through basal delivery and insulin injection therapy. During troubleshooting with a company representative, it was determined that the time was not set correctly in the infusion device, thus basal insulin was being delivered, but not at the expected times. The infusion device piston rod and adapter had exceeded the time of use specified in product labeling and were replaced. Troubleshooting did not find any other issues with the product. She stated that she was waiting for a call from her physician, who would be advising her regarding an adjustment to her insulin therapy. During a follow up two days later, the patient reported that she was still experiencing elevated blood glucose readings. At the time, she reported a value of 258 mg/dl. The infusion device was requested to be returned for evaluation and a replacement was shipped to the patient.